Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis. The extent of the fluid ingress was unable to be determined. Additional information provided on 14mar2023 stated that the system controller will not be returning. The instructions for use (IFU) and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine emergency backup battery (ebb) replacement, green goo was noted inside the system controller. The patient was stable and has had no alarms. The controller was exchanged. The patient was reportedly stable during the exchange and was re-educated on ways to keep the equipment clean and dry.